Manufacturer narrative:
Concomitant medical products: product ID 387745, lot# b0471684k, implanted: (B)(6) 2007, product type: lead. Product ID 747260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7427v, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7427v, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Refer to manufacturing report number 9614453-2014-00908 for other device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted and on the same day at an unknown time high impedances were measured. Electrode seven had impedances greater than 4,000 ohms. It was also noted that electrode seven was not used for stimulation. The patient had no clinical symptoms. It was unknown what diagnostic methods were used to detect the high impedance. It was unknown if the event was related to the lead, extensions, or procedure. No actions had been taken and the event was still ongoing at the time of report. Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to the leads and extensions which were connected to the implantable neurostimulator (ins). The outcome was unresolved with no further action planned. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. It was noted that high impedance was already observed with the previous system implant without affecting the stimulation. After replacement of the stimulator during the procedure impedance remained high, but the stimulation was still effective.